Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy.

Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a damaged grip cable at distal end. Correction: section d was updated to reflect full product batch/lot number as k11241009 0483.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: section d was updated to reflect the corrected instrument that was returned for this associated complaint. The product batch/lot number has been updated to k10241009-0355.

Event description:
Refer to h11 for follow-up information.